Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with symptoms of axial nerve stimulation. When the lead was tested, noise, intermittent capture, and dislodgement were observed. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition and will continue to be monitored routinely.

Manufacturer narrative:
Analysis was normal. No anomaly was found.